Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the harvester was using the vasoview hemopro 2 (vh 4000) to harvest the saphenous vein. After completing the dissection process, the harvester started to perform branch ligation. However, after cutting several branches the device stopped working (no energy). The harvester assumed the device shutdown due to overheating and waiting almost a minute to use the device again. Unfortunately the device still would not function. New cables were used and the device still did not function. Therefore, the device was deemed unsafe to use and was immediately removed from the surgical field. A new hemopro 2 kit was opened up and worked as expected. The remainder of the case was finished with no other complications. No injuries occurred due to the defect. The only procedural delay was the time needed to open a new kit which was about 3 to 5 minutes.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 02/04/2025. An investigation was conducted on 03/10/2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at 0.67 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed. The lot # 3000441144 history record review was completed. There was 1 ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.